Manufacturer narrative:
Customer contact reports no patient information is available.

Event description:
The hospital reported high concentration of agent output. There was no report of patient injury.